Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a lost sensor alarm and was not linking with insulin pump. It was found that customer attempting to link incorrectly. Customer also reported that threshold suspend was set to alert at 80 and customer's blood glucose was 36 mg/dl and insulin pump did not suspend. Customer treated low blood glucose with a glucagon injection. Customer declined troubleshooting for low blood glucose. Customer also reported of receiving no delivery alarms. Customer was able to resolve no delivery with a complete set change. Troubleshooting was performed for lost sensor. Customer was advised to call back if issue persisted.